Event description:
Reportedly, the user's hearing performance with the device was affected after an impact to the head. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, one channel migrated post-operatively out of cochlea as confirmed during explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device was affected after an impact to the head. The user was re-implanted.